Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was good.